Manufacturer narrative:
Investigation summary: 48 representative sample were received. They came with the sealed packaging flow wrap. They all were visually inspected finding no damage, leaks or any other issues. Root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot# 8346656 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8346656 during the production run. Root cause description: root cause could not be determined.

Event description:
Material no: 306546, batch no: 8346656. It was reported that before use of the syringe 10ml reg pr saline 10ml fill the syringe is leaking by the plunger. The following information was provided by the initial reporter: customer stated "the plunger is not effectively stopping the liquid. Water found outside of syringe."